Event description:
Pt taken to operating room for emergency gi bleed with plastic hub 16g x 1-1/4" in left anticubital area. In or, during process of changing tubing, the hub cracked, IV fluid leaking. IV had to be restartged in or.